Event description:
Hill-rom received a report from the account stating the pt positioning module would not set. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to USA at least 50 pounds when testing the pt positioning module (the account was only using 33 pounds). A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The account used 52 pounds when testing the pt positioning module and it operated as designed. Based on this information, no further action is required.